Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that on (B)(6) 2014 the patient underwent a removal of the mesh at (B)(6) hospital and medical center in (B)(6) by dr. (B)(6). Upon inspection, dr. (B)(6) noted densely adherent small bowel loops to the mesh, including adhesions between the mesh and bowel. It was reported that the patient continues to experience pain, recurrent hernia defects, bowel obstruction, nausea, chills, inflammation, sleeplessness, loss of energy, loss of appetite, and weight loss,.